Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The display parts to be replaced have been ordered and the iabp unit is pending repairs. A supplemental report will be submitted upon completion of these repairs. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed the visual inspection portion of pm due to delaminated display. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp in connection with this event. The stm has advised that the iabp unit was removed from service and red tagged. The customer's biomed confirmed that the iabp unit would not be used since it has not been cleared for use. Good faith effort (gfe) attempts were made to the customer requesting the status of the iabp unit, and the customer reported that the iabp has been removed from service and that it has not been determined if the iabp unit will be repaired and returned to service. Updated fields: b4, g4, g7, h2, h6 (evaluation conclusion codes), h10.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed the visual inspection portion of pm due to delaminated display. There was no patient involved and no adverse event was reported.